Event description:
The manufacturer rep reports, a patient undergoing catheter replacement due to connection issues. The catheter had disconnected from the pump. The drug used in the pump was being changed to a different concentration (drug unknown). The catheter was not returned to the manufacturer for analysis. Additional information has been requested from the hcp, but was not available on the date of this report.